Event description:
It was reported that the v500 stopped during use. Afterwards it was replaced. No patient health consequences habve been reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the v500 stopped during use. Afterwards it was replaced. No patient health consequences habve been reported. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The logbook and the previously replaced ssd circuit board were requested for the investigation. As the replaced ssd had already been thrown away, no logbook could be provided for the reported date. Based on the error symptoms, we assume an internal communication problem, whereby the affected device restarted. The device did not start up automatically after the restart. The cause may be a faulty mainboard. The ssd and the m14.5. Mainboard have already been replaced by service technician onsite. A test according to the manufacturer's specification was successfully performed. For safety reasons, the ventilator software continuously analyzes and verifies correct device function. In the event of a complete loss of ventilator function, the safety valve automatically opens against the ambient air, allowing the patient to breathe spontaneously. The acoustic auxiliary alarm of the ventilation unit is activated immediately to alert the user to the device failure.this alarm is supplied from an independent power source and lasts for at least 2 minutes. Due to the lack of a logbook, it was not possible to determine how long the cockpit had been unusable and whether the ventilation had failed. The device alarmed, the user reacted and replaced the device. No consequences of the patient were reported. The number of similar cases resulting from the same cause is within the expected range of the respective risk assessment and is therefore accepted.